Event description:
It was reported that the patient underwent an orthotopic heart transplant on (B)(6) 2012. No further information was able to be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate ii left ventricular assist system (lvas), and the event(s) that prompted the transplant could not be conclusively established. The heartmate ii lvas was not returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii lvas instructions for use (IFU) is currently available. No device related issues were reported by the account; however, the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
Patient weight was not provided. Event date was not provided and has been estimated. Device serial number was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.